Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator pressure and flow wave form has noise on them and also the volume delivery is high and out of spec. No patient involvement.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the turbine/muffler assembly. Tested the volume delivery with volume set at 500ml, the measured vte was measured at 571ml. With the measured results, the reported complaint was reproduced. Duplicated the reported complaint of volume delivery out of range of specifications. After re-characterization of the turbine, with volume set at 500ml, the measure vte was read at 476ml, peep cmh20 2.6, flow 27.l/min, and 02% 20.7.